Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture , lymphadenopathy, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿a type 4 capsular contracture", ¿thick cortex lymphadenomegalies in axillae¿, ¿fluid in the prosthesis¿, ¿minimal fluid retention in the implant peripheries¿.

Event description:
Healthcare professional reporting ¿MRI taken with pain and deformity revealed a rupture and fluid in the prosthesis. On examination, the breast was hard and painful and there was a type 4 capsular contracture¿. MRI report provided shows ¿internal folds are distinct, minimal fluid retention in the implant peripheries, which is significant in favor of reactive fluid. Suspicious findings for intracapsular rupture in left retropectoral implant. Thick cortex lymphadenomegalies in axillae. Findings may be compatible with reactive changes. There is no suspicious contrast enhancement for malignancy¿. Healthcare professional further confirms on explant ¿no obvious rupture was detected in the patient. There was minimal fluid present, capsule were sent for pathological examination¿. Device has been explanted and replaced with a non-allergan device. This relates to the left device.

Event description:
Healthcare professional reported left side pain, deformity, fluid in prothesis, hard, capsular contracture baker grade IV, folds, minimal fluid retention, reactive fluid, and lymph adenomegalies in axillae. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reporting ¿MRI taken with pain and deformity revealed a rupture and fluid in the prosthesis. On examination, the breast was hard and painful and there was a type 4 capsular contracture¿. MRI report provided shows ¿internal folds are distinct, minimal fluid retention in the implant peripheries, which is significant in favor of reactive fluid. Suspicious findings for intracapsular rupture in left retropectoral implant. Thick cortex lymphadenomegalies in axillae. Findings may be compatible with reactive changes. There is no suspicious contrast enhancement for malignancy¿. Healthcare professional further confirms on explant ¿no obvious rupture was detected in the patient. There was minimal fluid present, capsule were sent for pathological examination¿. Device has been explanted and replaced with a non-allergan device. This relates to the left device.